Event description:
It was reported that the customer was hospitalized three times due to hypoglycemia. The reported blood glucose reading was 20 mg/dl at the time of the most recent event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer stated that the display was severely scratched and difficult to read. The settings on the insulin pump were adjusted due to the event. Nothing further was reported.

Manufacturer narrative:
The display was returned with a scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.